Event description:
It was reported that prior to use it was discovered that the stopper was deformed with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from japanese to english: the stopper was deformed.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the stopper was deformed. The returned syringe was examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch #8295941. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200786799] noted for smeared stoppers. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 18 sep 2019, holdrege received photo complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. A visual evaluation of the photo was performed: (1) syringe with a wrinkled stopper inside the barrel. Corrective action: quality notification 200786799 was created on 07dec2018 for smeared stoppers. The airline to the silicone system was replaced. Root cause: airline that feeds the silicone system broke at the threads. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the stopper was deformed with a bd syringe 0.3 ml 29ga 1/2 in. The following information was provided by the initial reporter, translated from (B)(6) to english: the stopper was deformed.